Event description:
The user facility attempted to zero/calibrate a catheter for placement on a pt who presented with intracranial hemorrhage. The monitor that the catheter was connected to would not show a reading. Another catheter was used successfully. No pt injury was reported.